Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year and 6 months the heart transplant occurred at the (B)(6) and the explanted pump will not be returned to the manufacturer for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, the patient presented to the hospital for a routine clinic visit and drainage with a foul odor was noted at the driveline exit site. The lvad was reportedly functioning normally. The patient was admitted for further examination. The patient's inr at the time of the event was 2.12. A swab wound culture from the driveline exit site tested positive for staphylococcus epidermidis and corynebacterium amycolatum. The infectious diseases service questioned the reliability of the swab culture and suspected it was likely to grow superficial skin flora. The oral amoxicillin the patient was taking was discontinued and vancomycin and zosyn were started. A pet scan showed increased activity along the driveline following its course to the right rectus muscle, consistent with a deeper infection. On (B)(6) 2016, the patient was transferred to a heart transplant center and upgraded to 1a status on the heart transplant list. A donor heart became available and the patient was successfully transplanted on (B)(6) 2016. No further information was provided.